Manufacturer narrative:
Manufactures investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A direct cause for the reported event could not be conclusively determined through this evaluation. The account communicated that the patient presented to the emergency department (ed) with dyspnea and a-flutter on home monitor and was admitted for further management. Device interrogation revealed one unsustained ventricular tachycardia (nsvt) episode since (B)(6) 2021. The account reported that a transesophageal echocardiogram (tee) cardioversion was unable to be performed after finding a left atrial thrombus. The patient's symptoms improved, and the patient was discharged home on (B)(6) 2021. The heartmate 3 lvas IFU lists cardiac arrhythmia, device thrombus, and peripheral thromboembolic events as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient presented to the emergency department (ed) with dyspnea and a-flutter on home monitor and was admitted for further management. Ep device interrogation found there have been 0 shocks, 0 episodes of antitachycardia pacing (atp), and 1 nonsustained ventricular tachycardia (nsvt) episodes with patient in a-flutter since (B)(6) 2021. The patient¿s symptoms reported to have improved and was discharged home. No additional information provided.

Event description:
Additional information reported that atee-cardioversion was unable to be performed after finding of left atrial thrombus. Patient symptoms improved to the point where it was decided not to perform the ramp study during this hospitalization. On (B)(6) 2021, the patient was discharged to home. The patients international normalized ratio (inr) is 1.7 at discharged and will continue until inr reaches 2.0. Start date was (B)(6) 2021 and resolved without sequelae on (B)(6) 2021. No additional information provided.

Manufacturer narrative:
Section b5: additional information.